Event description:
It was reported that during a cori ukr procedure, the camera was disconnected because it was blocked by the surgeon and it would not reconnect quickly. They restarted the system and system indicate that both femur and tibia tracker were moved ("confirm redefinition"). However, it is rarely that both femur and tibia tracker moved. Although this happened after trial reduction and did not extend the surgical time. They shut down the system after the case and there was a warming box showing system fault and critical error indicating that the launcher exited due to configuration error. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: ¿the real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation. ¿

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found related actions that are applicable to the scope of the reported complaint this case. No further action is required at this time. Although no further action will be taken at this time the issue will be continuously monitored through complaint investigation and post market surveillance. Review of the patient case image confirms the reported problem of "critical error". A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause to the reported problem is software-related failure. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.